Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the synchroseal coagulates but does not cut. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed but the cutting issue was not confirmed or replicated. During in-house testing, the synchroseal instrument passed recognition and engagement tests. The instrument moved intuitively. The instrument was recognized for energy delivery and all proper audible tones occurred when pedals were activated for cut electrode/sealing. All ceramic dots were present. The cut electrode was also found thermally damaged. Melted char marks were observed along the blade edge of the electrode. Any material missing is likely to be thermally induced rather than mechanically induced. The jaw cover was found torn and split apart. No material appeared to be missing. The instrument was transferred to advanced failure analysis for further evaluation. Review of e100 logs revealed 5 coag and 25 seal events recorded with no errors. There were 45 transect events were recorded, of which quantity 1 had "cut electrodes shorted error", which can explain the char marks observed on the cut electrode.